Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens. The complaint was confirmed by visual and functional testing. The cause was damaged downstream occlusion sensor by fluid ingression. Replaced the downstream sensor to correct the issue. Repair summary: replaced downstream sensor with upstream sensor seal, keypad, overlay, scratched lcd lens, lcd seal and back label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would give either "battery depleted - will not run" or "battery removed - will not run" errors. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.